Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing non sustained lead noise due to post-paced t-wave oversensing. Programming changes were made to resolve the issue. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.